Manufacturer narrative:
On 25-sep-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation procedure that included vizigo sheath. The patient experienced cardiac tamponade that required pericardiocentesis. The issue was identified toward the end of the procedure. Pre-procedure, it was observed that the patient had a small existing pericardial effusion. The medical team had difficulty crossing the septum in multiple positions but were eventually successful. Toward the end of the procedure the patient had a pressure drop and it was observed that the effusion had gotten larger. A pericardiocentesis was performed and the patient was stabilized and will be transferred to the ccu (critical care unit) for observation. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. Device history record was performed for the finished device 00002366 number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Note: biosense webster manufacturer's reference number pc(B)(4). Has 2 reports. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure that included vizigo sheath. The patient experienced cardiac tamponade that required pericardiocentesis. The issue was identified toward the end of the procedure. Pre-procedure, it was observed that the patient had a small existing pericardial effusion. The medical team had difficulty crossing the septum in multiple positions but were eventually successful. Toward the end of the procedure the patient had a pressure drop and it was observed that the effusion had gotten larger. A pericardiocentesis was performed and the patient was stabilized and will be transferred to the ccu (critical care unit) for observation. There were no issues with the vizigo sheath itself. The sheath couldn't go across properly after the dilator went across. The physician tried different locations in the fossa ovalis to get the sheath across. The physician¿s opinion on the cause of this adverse event is the patient condition. The patient fully recovered but did require extended hospital stay of three more days. The patient went into atrial fibrillation (afib) the night after due to pericarditis but went back into normal sinus rhythm (nrs) with medicine. Transseptal puncture was performed with brk needle. Ablation was performed prior noting the pericardial effusion as it was noticed at the end of the case after the physician pulled to the other side. No evidence of steam pop. Flow setting for irrigated catheter were default settings programmed into generator. The only difference is that the pre flow time prior to ablation is set to zero. The pump was switching from "low" to "high" flow during ablation. No error messages observed on biosense webster equipment. Force visualization features used were dashboard, vector, and visitag. No additional filter was used with the visitag. The color options used were impedance drop for visitags. This event is being captured under the vizigo sheath as the event description referred to a difficult transeeptal puncture, making it a possible contributing factor to the adverse event. In addition, although the patient had an existing pericardial effusion, it was small prior to the procedure and developed more towards the end of the ablation procedure, thus we cannot rule out the ablation catheter from contributing to the adverse event as well. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.